Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level . Customer's blood glucose level was 500 mg/dl at the time of event. Customer's blood glucose level was 128 mg/dl at the time of event. Customer stated that insulin pump was under delivering because they manually primes 5 units and only one bulge of a drop exists with tubing. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 the pump is under delivering and experiencing high bg. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08680 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed 59.35 units of normal bolus was delivered on (B)(6) 2021 between 06:12:44.000 and 23:46:38.000. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked case (battery tube). The p-cap/reservoir does lock properly. Pump passed functional testing and no under delivery anomalies noted during testing. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.